Event description:
It was reported that hemostasis was achieved with an angio-seal device. Following the procedure, the pt was sent to the ward. The pt was violent and was not able to be kept on bed rest. A hematoma was present and compression was applied. The next day, the hematoma was bigger and there was drainage from the puncture site and signs of infection. Three days later, compression was applied around the inguinal area to hasten the drainage when the anchor came out of the arteriotomy looking like a less than (<) shape. The physician ablated the hematoma and cleaned the injury area. The pt was recovering.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the info provided to st jude medical, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) state that hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The IFU caution that the angio-seal device is to be used only by a licensed physician (or other heath care professional authorized by or under the direction of such physician) possessing adequate instruction in the use of the device, e.g... Participation in an angio-seal physician instruction program or equivalent. The angio-seal device instructions for use (IFU) caution the user to observe sterile technique at all times when using the device. The use of the device where bacterial contamination of the procedure sheath or surrounding tissues may have occurred may cause infection. Any sign of infection at the puncture site should be taken seriously and the pt monitored carefully. Surgical removal of the device should be considered whenever an access site infection is suspected. The angio-seal device instructions for use (IFU) state potential adverse reactions or conditions may be associated with one or more angio-seal device components (i.e., collagen, synthetic absorbable suture, and/or polymer). These include allergic reaction, foreign body reaction, and potentiation of infection, inflammation and edema.